Event description:
It was reported that a malfunction code 16 occurred on the customer's pump. There was no reported impact to the customer's blood glucose level. The customer was advised to consult with a healthcare professional about an alternate insulin delivery method as no backup was currently available.